Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, d4, g1, g3, g6, h2, h3, h4, h6, h11. The following sections have been corrected: b5, h6: investigation findings. Visual examination of the returned product identified the 4 prongs at the tip of the sizer handle are bent and deformed. The device shows signs of use with some gouging on the handle of the device. The distal end of the sizer handle is damaged as well. Product information confirmed from etch. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The device evaluation found that the device was bent, not fractured. Further, the event did not contribute to a serious injury. This malfunction has not been previously reported. Therefore, this would not be considered a reportable event. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during surgery that the sizer handle fractured and was unable to connect to guide. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. Due diligence is in progress. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.